Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed into FDA:04/20/2007.

Event description:
The surgeon reported a corneal burn occurred during the surgical procedure. The surgeon also stated the wound required suture to close.